Event description:
Additional information was received from a manufacturer representative (rep). Rep reports the pt had a lead revision in 2022, on (B)(6) 2025 another rep met with the patient and found that they had impedances and contacts impeded. Pt discussed revision and swap to a paddle lead due to their activity level and previous revision. Rep also reported this issue to patient and technical services while with this patient on this date. Rep reports this is a continuation of reported "issues" with the patient's leads and oor message documented in 2022. Rep reports the cause of the two leads broken was that the patient fell. Rep reports another rep attempted reprogramming but was not successful and revision was recommended. Rep reports this issue has been resolved. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller reported that about months ago there were "issues" with their leads (originally said broken but then wasn't sure if that was the right word for it). Caller stated the reps needed to program the device around this and it had been fine but now since monday, they are getting settings not available (59) and can not increase stimulation. Caller stated they have called reps and left voicemails but have not heard back from any of them yet. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient's managing physician (hcp). Hcp clarifies the patient had two separate instances of broken leads. The first time was due to the patient falling on their chest while chasing a basketball. Hcp reports the left lead (serial number unknown) was replaced on (B)(6) 2022. Hcp reports the location of the lead replaced in 2022 is unknown. Hcp reports the "malfunction stimulator" was replaced (B)(6) 2025. Hcp reports the patient's current stimulator and leads are working well as of the last follow up visit on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type lead due to additional clarifying information from the physician it was determined that two separate lead fractures/replacements occurred. See 3004209178-2025-08532 for lead fracture/replacement in 2025 as well as ins replacement. Note some information previously reported in 3004209178-2025-08532 has been added to the b5 narrative for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). Pt mentioned they had to have 2 of their leads repaired because they were broken. Pt stated the leads were repaired about a year ago. [See 708076529 for ooor message from same rtg. See 705205535 for issues with leads/broken leads and oor message in 2022].